Event description:
Patient undergoing latvh/bso. While surgeon was using the kleppinger, there was more smoke than normal and sparking was occuring when foot pedal was depressed. Bovie, kleppinger and hand piece were change out, surgery proceeded without any other problems.